Event description:
The doctor started percutaneous transluminal coronary angiography (ptca) on patient. They were unable to advance sheath and when quide was removed sheath came out with it. The patient was discharged in good condition.